Event description:
It was reported that a large volume folfusor under infused. The volume of solution that remained in the device was not reported. The device contained 8g flucloxacillin in 230ml of 0.9% sodium chloride. The folfusor was connected to the patient via a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between august 03, 2023 - august 04, 2023. H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. And the flow rates were found to be within the product specification range. The reported condition was not verified. The folfusor sample was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.